Event description:
The physician reports performing uncomplicated cataract (phaco) surgery with implantation of the mi60g intraocular lens into the right eye. Four months postoperatively, fibrin was observed on the anterior optic. The pt was treated with topical steroids and a yag capsulotomy was performed on the anterior and posterior capsule on (B)(6), 2010. Postoperatively, the pt's visual acuity was 20/30. The pt's current visual acuity is 20/32. The lens remains implanted and the pt continues to be monitored.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).